Event description:
It was reported that during an unknown procedure, the handpiece is not working and had a loose mount. No pt consequence.

Manufacturer narrative:
Date sent: 07/08/2008. The hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and gave an error code7. The hand piece no longer meets design specifications for continuity. For further analysis, the hand piece was disassembled and found a torn acoustic isolater and moisture ingress insde the instrument complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.